Event description:
It was reported that the balloon ruptured. A 15mmx3.00mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon ruptured at 2atm after being inflated once. The procedure was completed with another of the same device.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).